Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The programmer does not switch on. A component in the electrical circuitry was confirmed to have shorted. The programmer was repaired. Laboratory analysis confirmed the allegation.

Event description:
Boston scientific received information that this programmer suddenly shuts down during upgrade. The power cable was changed but the programmer would not boot up. It seems that the internal component was shorted and believed to be physically altered. This programmer will be returned. No adverse patient effects were reported.